Event description:
It was further reported that a second controller ac adapter was involved in the event. The controller ac adapter was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de/ expiration date: 31-jul-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-feb-2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (B)(6), eight (8) batteries (B)(6) and two (2) controller ac adapters (cac213704, cac601409) were returned for evaluation. Two (2) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6), cac601409 revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6), and cac213704 revealed that the units passed functional testing. Visual inspection, as well as visual evidence provided by the site, of (B)(6) and cac213704 revealed worn damage on the center block of the connectors. Visual inspection of cac213704, as well as visual evidence provided by the site, revealed worn damage on the center block of the connector. However, the worn connectors did not affect the functionality of the devices. The power sources connectors mated and locked the controller connector as intended. Internal inspection of the batteries and adapters did not reveal any anomalies. The worn connectors are additional findings not related to the reported event. The most likely root cause of the observed worn damage on the power source connectors events can be attributed to normal wear over time and/or the handling of the devices. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. The observed power ports contamination is an additional finding, unrelated to the reported event and can be attributed to handling of the device. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, and the controller triggered a critical battery alarm during bench testing. The controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and power sources. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarm, as well as the controller reset events. After the faulty components were replaced, the controller performed as intended. Visual inspection of (B)(6) revealed damage to the outside of controller pins within power port one (1). Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. The damage did not affect the functionality of the power port. Functional testing then revealed that the controller was unable to communicate with the external power sources, exhibited controller reset events, and the controller triggered a critical battery alarm during bench testing. Additionally, the ¿power disconnect/reconnect power¿ error was present on the display when a cac adapter and a battery were connected. The controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and power sources. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarm, as well as the controller reset events. After the faulty components were replaced, the controller performed as intended. Review of data log file associated with (B)(6) revealed multiple data points with a battery relative state of charge (rsoc) value of either 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected power sources. The incorrect data points had a time stamp of 31/feb/2099 at 00:00:00. Review of the alarm log file revealed multiple critical battery alarms logged with a battery rsoc value of 101% logged with no serial number ID, or cycle count, indicating that the controller was unable to recognize the connected power sources. Additionally, log files revealed multiple controller reset events were logged with an incorrect date and time stamp. Log file analysis associated with (B)(6) revealed two controller power up events logged on 26/aug/2023 at 13:31:58 and 13:33:57, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 13:34:05, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 13:34:09, indicating the driveline was connected to the controller due to a controller exchange. Review of the data log file associated with (B)(6) then revealed multiple data points with a battery rsoc value of 0% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected power sources. The incorrect data points had a time stamp of 31/feb/2099 at 00:00:00. Review of the alarm log file revealed multiple critical battery alarms logged with a battery rsoc value of 101% logged with no serial number ID, or cycle count, indicating that the controller was unable to recognize the connected power sources. Additionally, multiple controller reset events were logged with an incorrect date and time stamp. The event log file also revealed controller power up events with an incorrect time stamps were logged. As a result, the reported events involving (B)(6)were confirmed. The reported critical battery alarms and power disconnect events was confirmed. The reported abnormal behavior and no power events involving the batteries and the controller ac adapters were not confirmed. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or to the troubleshooting of the controller. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. The most likely root cause of the reported inability of the controller to recognize a power source, observed critical battery alarms, observed communication errors, observed real time clock error, and observed controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: d4: serial or lot#: (B)(6). Yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Serial or lot#: (B)(6). Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Serial or lot#: (B)(6); yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). Yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). Yes the codes present in section h6 correspond to components/products that comprise the reported event. Serial or lot#: (B)(6): yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. Serial or lot#: (B)(6); yes, return date: 02-nov-2023, yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. Serial or lot#: (B)(6) yes, return date: 02-nov-2023. Yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. Serial or lot#: (B)(6) yes, return date: 02-nov-2023; yes dev rtn to MFR? Yes the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). Yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. Serial or lot#: cac213704 yes, return date: 02-nov-2023 yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6). Yes, return date: 02-nov-2023 yes dev rtn to MFR? Yes the codes present in section correspond to components/products that comprise the reported event. Serial or lot#: cac601409. Yes, return date: 02-nov-2023 yes dev rtn to MFR? Yes, the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after a power source change, the controller exhibited power disconnect alarms. Multiple batteries were changed, but the alarm would not stop. It was also reported that the controller ac adapter was not recognized by the controller. The controller was exchanged and the alarms were resolved. After the controller exchange, it was reported that the new controller failed. The new controller exhibited power disconnect and critical battery alarms and would not recognize the controller ac adapter. Due to the abnormal battery, adapter, and controller behavior, the new controller, the controller ac adapter, and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 /. Catalog #: 1650 /. Expiration date: 30-sep-2019 /. Serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 26-sep-2018. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 /. Catalog #: 1650 /. Expiration date: 30-jun-2023 /. Serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 03-jun-2022. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 /. Catalog #: 1650 /. Expiration date: dd-mmm-yyyy /. Serial or lot#: (B)(6). UDI #: xxxx . D9: no. H4: mfg date: dd-mmm-yyyy. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 12-oct-2021. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 29-aug-2020. H5: no d1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 15-may-2023. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 15-may-2023. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 15-may-2023. H5: no. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 15-may-2023. H5: no d1: heartware ventricular assist system ¿ battery. D4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 15-may-2023. H5: no. D1: heartware ventricular assist system ¿ cac adapter. D4: model #: 1430 / catalog #: 1430 / expiration date:31-oct-2019 / serial or lot#:(B)(6). UDI #:(B)(4). D9: no. H4: mfg date: 01-oct-2018. H5: no. D1: heartware ventricular assist system ¿ controller. D4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial or lot#: (B)(6). UDI #: (B)(4). D9: no. H4: mfg date: 19-jan-2022. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.